Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation found that the device was detecting an ac power source as an external battery. The evaluation determined that the device failure to accurately detect the power source was due to a defective main circuit board (pcb). The main pcb was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to recognize the power supply. There was no patient injury reported as a result of this incident.